Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the emergency room (ER) with a blood glucose (bg) level of 418 mg/dl. The customer was treated with 8 u of insulin via manual injections and fluids. The customer was released the same day with a bg level of 204 mg/dl. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.